Event description:
The surgeon was performing electrocoagulation of a fallopian tube when the pt received a shock. The forceps was then connected to another generator and the case was completed. No tissue damage or other injury was noted. The user's clinical engineering dept examined all of the equipment used. It was determined that the distal insulation on the grasping bipolar forceps tong was worn, and that this could be the probable cause of the "shock" to the pt. The devcie will not be sent from the user facility to the MFR's plant for 6 months.